Manufacturer narrative:
Device analysis for lead va015l7 revealed the distal end electrode had inadequate adhesive in slot.

Event description:
The company representative (rep) clarified why the patient was hospitalized, in (B)(6) a patient is usually hospitalized for about one week for trial stimulation.

Manufacturer narrative:
Other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported that during the trial stimulation the lead was inserted into the punctured needle multiple t imes, blood entered the lead inside the capsule near the electrode. The blood could not be extracted despite wiping it with a piece of gauze. The resistance value (impedance) might increase even though the electrode was placed in a good position, so the physician decided to replace the lead. The trial was completed successfully. It was noted the patient was hospitalized. The physician questioned if the lead was cut, and wanted it checked to see if the lead was cut or not. Blood inside the lead coat, meant there was possibility that the lead was partly damaged. The indication for use included chronic intractable pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.